Manufacturer narrative:
Investigation summary: bd received 2 photographs and one sample in support of this complaint. Evaluation of the photographs and returned sample showed white coloured string-like fm inside the barrel. 10 retained samples were visually inspected, and no fms were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photographs and returned sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found containing foreign matter. The following has been provided by the initial reporter: when opening the package, the foreign matter was found in the barrel.